Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, there was visible evidence of moisture behind the display screen. The pump was opened and there was no evidence of moisture on the pump's internal components. Unrelated to the initial complaint, the battery compartment was observed to be cracked. The leak test failed due to a battery compartment leak. Also unrelated, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.